Event description:
Reference number (B)(4). Event occurred in the united kingdom. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced high blood glucose level due to sets falling off event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.